Manufacturer narrative:
Correction: adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or cassette leak for this event. The pd effluent culture resulted positive for enterococcus, a normal flora of the gastrointestinal tract which can colonize the genitourinary tract with enterococcus faecalis being the most common species. Peritonitis resulting in enterococcus is most likely a result of touch contamination. It is unknown if the patient practices proper aseptic technique in regards to pd set-up and disconnect. Based on the available information and no reports of a malfunction or product defect, the liberty select cycler and cycler set can be excluded as the cause of the enterococcal peritonitis. The patient¿s cellulitis for which antibiotic therapy has been prescribed is unrelated to pd therapy or the liberty select cycler or cycler set.

Event description:
A peritoneal dialysis (pd) reported that they had peritonitis. Additional information was obtained through the clinic manager. The patient presented to the pd clinic on (B)(6) 2019 with cloudy pd effluent. A pd effluent culture was drawn and resulted positive for enterococcus (species not documented) with white blood cell count of 10,000 (unknown units). The patient was diagnosed with peritonitis and was initiated on antibiotic therapy of intraperitoneal (ip) vancomycin and ip cefepime (dose, frequency and duration unknown). On (B)(6) 2019, the patient¿s pd effluent was hazy. A repeat culture was drawn which resulted in a decreased white blood cell count to 418 (unknown units). The patient completed antibiotic therapy on (B)(6) 2019 and their pd effluent was clear at that time. The patient did not require hospitalization for the peritonitis. A cause for the peritonitis was not documented. Since the peritonitis event the patient has been completing dialysis with hemodialysis (hd). The patient is dealing with cellulitis and requires antibiotics to be administered three times per week, therefore, it was best for the patient to switch to in-center hd. The cellulitis is not related to pd therapy or use of the liberty select cycler.